Manufacturer narrative:
The sample is indicated as unavailable for evaluation. However, images of the device problem has been provided. A follow-up report will be submitted once the investigation is complete.

Event description:
During the operation the thread of the product was broken in the patients body and it was taken out immediately after discovery and the catheter was pulled out. As the patient suffered the infectious disease the samples were not sent back after communication.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.